Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6)2015, upon removal of sensor pod from the patient's body, the sensor wire was missing. The sensor was inserted at buttocks on (B)(6) 2015. No additional event or patient information is available.